Event description:
It was reported the device had a power on reset. The electrical reset message was cleared and the device was reprogrammed successfully. The patient had two computed tomography (CT) scans in the past month, but no magnetic resonance imaging (MRI). The device remains in use. The save to disk file showed a parity error likely due to radiation exposure. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Device experienced a power on reset event on (B)(4) 2011 and location "20 44." Device should be able to recover from this event and continue normal function. Report notes radiation treatment during the por event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.